Event description:
It was reported that the ventilator's o2 gas module was leaking. There was no patient involvement. Manufactures ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse). The o2 gas module was confirmed to be leaking. The reason for the leakage was due that the o ring was not correctly mounted inside the o2 gas module. The problem was solved by repositioning the o ring inside the o2 gas module. The ventilator passed all functional and safety tests per factory specifications. No device logs were provided and no parts were replaced. An incorrectly mounted o ring will be detected during pre-use check. It cannot change its position during ventilation. The root cause of the reported leakage was the incorrectly mounted o ring in the o2 gas module. How it had became out of its position has not been determined.